Event description:
An "08" error code (08:08:f8:f8-544(253)) occurred on the physician programmer while updating the pump after a refill and dose change on the date of this report. The pump inadvertently went into a stopped pump mode. It was recommended that the physician programmer be powered off and then back on. The reporter then reprogrammed the flex pattern for the pump and changed the time on the physician programmer. The reporter was then able to successfully update the patient¿s pump. No patient symptoms were reported related to the event. The device system was delivering gablofen.

Manufacturer narrative:
Concomitant medical products: product ID 8840, product type programmer, physician. Product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).